Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device electronic patient record and verified the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event, they were unable to deliver defibrillation therapy to the patient as the device displayed leads off in the paddles lead. The customer reported that it was difficult to keep the defibrillation electrodes connected to the patient during CPR. The customer was able to obtain a back-up device and deliver therapy to the patient. The patient survived the event. Physio-control requested additional patient information however, the customer stated they were unable to provide anymore information.